Event description:
It was reported that the patients leads had multiple high impedances for unknown reason. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were kept by the facility and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50, serial: (B)(6), batch: 20409356.